Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was low (value not provided) and required assisted from spouse to treat low bg. Customer is prone to rapid drop and increase in bg levels. Customer is also a "brittle diabetic" and a low bg is not "out of the norm" for the customer. Customer did not make changes to pump settings and there was no product-related issue. Customer did not have the continuous glucose monitor at the time of event and customer was not aware of the reported low bg. Customer was advised to discuss event with their healthcare provider.